Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling poorly since their last device check. The right ventricular (rv) lead had high thresholds and the implantable pulse generator (ipg) battery was depleting faster than expected. The rv lead was reprogrammed. The lead and ipg remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.